Manufacturer narrative:
The observed no output was the result of low module voltage due to a malfunction in the pacer power source, bt1.

Event description:
The reporter indicated that no pacer output was observed. The representative was notified, and no further information is available.